Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high and low readings compared to a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on an unknown date and time prior to the start of the alleged issue, she had symptoms of ¿shakes and weak.¿ the patient reported the alleged issue first occurred on (B)(6) 2013 at an unknown time. The patient reported obtaining readings of ¿70, and 270 mg/dl¿ on the lfs meter and ¿51, 293mg/dl¿ respectively on the on accu-chek meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient denied making any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on 05/01/2013 at 3pm, the patient was treated in the hospital and readings of ¿70 and 293mg/dl¿ were obtained on the hospital meter and the patient was treated with IV glucose. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing, and her test strips and test strips vial were in good condition. The patient was found to be using the correct testing steps and an approved sample site to obtain the blood glucose. When a control solution test was run, the result was within range. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated on (B)(6) 2013 with the following findings: the complaint was not confirmed. This complaint is being reported as an adverse event because the patient claims due to the meter issue she required assistance from a healthcare professional for treatment of hypoglycemia. This incident description contains information from related (B)(4).

Manufacturer narrative:
The meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(6) 2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.